Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer states insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer also reported that reservoir out and noticed that the insulin spread out inside reservoir compartment. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 37 or rewind anomaly alarms noted during testing. Insulin pump received with corroded motor home switch. Moisture damage was found on the electronic assembly during visual inspection.